Event description:
In 2004, revision surgery was performed due to device extrusion. The pt's device remained implanted. The following month, it was reported that the pt's device extruded. The surgeon decided to explant the pt's device.